Event description:
It was reported that during troubleshooting for an unrelated alarm, the home patient (hp) disconnected the empty heater bag and connected a new bag during therapy without changing out the rest of the disposable supplies. The technical service representative (tsr) had the hp end the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient (hp) replaced the heater bag without replacing the rest of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.